Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using three proglide devices after a peripheral interventional procedure using an 8f sheath. Reportedly, resistance was felt during advancement of the first proglide device into the anatomy. The guide wire was exchanged for a stiffer more supportive guide wire to deliver the proglide device successfully. The suture was present when the plunger was removed. The lever was returned to it original position to park the foot; however, the foot plate would not retract fully. Resistance was felt during removal attempt. Manipulation of the device, pulling the device against resistance and rotating the device, allowed for retrieval of the device. The foot was noted not to be back in the housing, tissue damage was noted and the access site became larger. A second proglide device was deployed and the knot was successfully advanced; however, hemostasis could not be obtained. An unspecified failure occurred with the third proglide device and the device failed to achieve hemostasis. A covered stent was deployed using the up and over technique through the aortic bifurcation from access site on the left common femoral artery (lfca) to achieve hemostasis on the rcfa. Hemostasis on the lfca was obtained using a non-abbott closure device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.